Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received. The event description was corrected. Corrected event description: as reported, during a pediatric percutaneous transluminal angioplasty (pta) the physician encountered strong resistance during withdrawal of the 180 cm. Pgw .018 sv short st guidewire from an angiography catheter. The guidewire became stuck during re-advancement and the guidewire and catheter were removed from the patient. While outside of the patient, the guidewire separated inside the catheter while attempting to pull it out of the catheter. A new guide wire and an angio catheter were used and the procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the pulmonary artery. The lesion was reported to be: a 90% stenosis, not calcified, and tortuous. The sv wire and other all devices were removed from the patient once. Additional information received indicated that the strong resistance reported was during the attempted withdrawal of the guidewire from an angiography catheter. The separated portion of the guidewire was removed easily from the patient without any additional intervention necessary. The product was not re-sterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ with good torque response. The wire did not kink while being used. The wire tip did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature or torqued against resistance. Films are not available. Revised complaint conclusion: a report was received that a 0.018¿ 180cm sv guidewire was associated with resistance when re-advancing it and was removed along with the guiding catheter. Once removed, the site reported that the wire separated into two pieces during attempts to remove the wire from the guiding catheter (outside the patient). The event involved a one year old male patient. The target lesion was located in his pulmonary artery and was described as 90% stenosed, non-calcified and tortuous. The sv guidewire was removed from its¿ dispenser by the distal floppy end and was not kinked or damaged in any way prior to its¿ insertion into the patient and was not re-shaped by the user. There was no difficulty tracking the wire through the patient¿s vasculature. The wire behaved ¿normally¿ with good torque response and did not kink. In addition, it did not repeatedly prolapse and was not advanced or torqued against resistance while being used. A saber balloon catheter was advanced over the guidewire and appears to have been used to dilate the lesion. During re-advancement of the guidewire, the physician experienced resistance and successfully removed the guidewire along with the guiding catheter; leaving the balloon in situ. The physician reported that the guidewire tip had been visible throughout the procedure. During attempts to remove the guidewire from the guide catheter (outside the patient), the guidewire broke into two pieces. No portion of the guidewire was retained within the patient. The procedure was successfully completed with no reported patient injury. Films of the procedure were not available. One non-sterile pgw .018 sv short 180cm st was received coiled in a plastic bag. An unknown balloon catheter was also received without any visual damage. The core wire presented a fracture at the distal end. The distal end of the guidewire was received stuck into the distal end of the received balloon catheter. No other anomalies were observed. The core wire was inspected under a microscope and the damage was confirmed. The device was sent for sem analysis. A review of the manufacturing records for the guidewire lot revealed that it met specification prior to release. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. The IFU further instructs the user to not pull the guidewire by the distal tip removing it from its¿ dispenser as it may damage the tip. Based on the information provided, there are vessel characteristics (90% stenosed, tortuous lesion) and procedural factors (removal of the guidewire by its¿ floppy end and attempts to remove the wire) that may have contributed to the guidewire separation. The reported ¿guidewire ¿ resistance/friction¿ event could not be confirmed because of the returned condition of the device. The reported ¿guidewire ¿ fractured/separated¿ event was confirmed through visual and microscopic analysis and was consistent with evidence of reverse bending. Neither the DHR review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
As reported, during a pediatric percutaneous transluminal angioplasty (pta) the physician encountered strong resistance during withdrawal of the 180 cm. Pgw .018 sv short st guidewire from a saber balloon catheter (bc). The guidewire became stuck during re-advancement and separated inside the catheter. The products were successfully removed from the patient and another new guide wire and an angio catheter were used instead. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The target lesion was the pulmonary artery. The lesion was reported to be: a 90% stenosis, not calcified, and tortuous. The sv wire and other all devices were removed from the patient once. Additional information has been requested.

Manufacturer narrative:
A report was received that a 0.018¿ 180cm sv guidewire was associated with resistance and separated into two pieces. The separated portion was removed with no reported patient injury. The event involved a one year old male patient. The target lesion was located in his pulmonary artery and was described as 90% stenosed, non-calcified and tortuous. The sv guidewire was removed from its¿ dispenser by the distal floppy end and was not kinked or damaged in any way prior to its¿ insertion into the patient and was not re-shaped by the user. There was no difficulty tracking the wire through the patient¿s vasculature. The wire behaved ¿normally¿ with good torque response and did not kink. In addition, it did not repeatedly prolapse and was not advanced or torqued against resistance while being used. A saber balloon catheter was advanced over the guidewire and appears to have been used to dilate the lesion. The physician then attempted to remove the guidewire (leaving the balloon catheter in situ) but felt resistance. He/she then tried to advance the guidewire but the guidewire separated within the balloon catheter. The devices were then removed from the patient together with the distal portion of the guidewire within the balloon catheter. The physician reported that the guidewire tip was visible throughout the procedure. Once the devices were removed, the physician confirmed that the distal portion of the guidewire was within the balloon catheter lumen. No portion of the guidewire was retained within the patient. The procedure was successfully completed with no reported patient injury. Films of the procedure were not available. One non-sterile pgw .018 sv short 180cm st was received coiled in a plastic bag. An unknown balloon catheter was also received without any visual damage. The core wire presented a fracture at the distal end. The distal end of the guidewire was received stuck into the distal end of the received balloon catheter. No other anomalies were observed. The core wire was inspected under a microscope and the damage was confirmed. The device was sent for sem analysis. A review of the manufacturing records for the guidewire lot revealed that it met specification prior to release. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. The IFU further instructs the user to not pull the guidewire by the distal tip removing it from its¿ dispenser as it may damage the tip. Based on the information provided, there are vessel characteristics (90% stenosed, tortuous lesion) and procedural factors (removal of the guidewire by its¿ floppy end and attempts to remove the wire) that may have contributed to the guidewire separation. The reported ¿guidewire ¿ resistance/friction¿ event could not be confirmed because of the returned condition of the device. The reported ¿guidewire ¿ fractured/separated¿ event was confirmed through visual and microscopic analysis and was consistent with evidence of reverse bending. Neither the DHR review nor the product analysis suggests that the reported events were related to the manufacturing process. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Additional information received indicated that the strong resistance reported was during the attempted withdrawal of the guidewire from the saber bc (catalog/lot number unknown). The separated portion of the guidewire was removed easily from the patient without any additional intervention necessary. The product was not re-sterilized. The wire was removed from the dispenser by the distal floppy end. The wire was not kinked or damaged in any way prior to insertion into the patient. The wire was not re-shaped by the user. The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ with good torque response. The wire did not kink while being used. The wire tip did not repeatedly prolapse during placement or remain in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature or torqued against resistance. Films are not available. Additional information will be submitted within 30 days upon receipt.